Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). Currently the sample is under investigation. A f/u report will be provided when the inspection results are available.